Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suboptimal inflow cannula positioning could not be confirmed through this evaluation. Although no log files were provided by the account, the reported low flow alarms were confirmed through an onsite evaluation performed by an abbott representative. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of this IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, entitled ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions, as well as the appropriate actions associated with each condition. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient suffered from regular low flow hazard alarms with a red heart light emitting diode (led), despite optimal medical treatment and optimized volume status. It was noted that most alarms were between 2.0lpm and 2.5lpm. The cause of the low flow alarms was identified to be the patient's small ventricle and the inflow cannula position was not optimal in some positions like lying. The patient presented clinically stable with no symptoms and the 2.0l alarm threshold for the system controller was requested. The upgrade was performed on (B)(6) 2024 and resolved the alarms. No more alarms were reported. It was noted that log files of interest were accidentally deleted and thus the latest log files showed no alarms due to the low record interval.